Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device check, post-paced t-wave oversensing was observed on real time egm. The patient was asymptomatic. Programming changes were made. The device remains implanted.